Event description:
The occlusion balloon deflated during the ptca procedure. Preparation of the device outside of the body went fine, the balloon inflated to 5mm with no issues noted. The physician had difficulty engaging the vessel but was successful. The balloon was inflated to 5.5mm inside the body (same size as vessel) according to the instruction for use. Initially no issues were noted. Seconds later, while watching the flouroscopic image, the balloon quickly deflated. The balloon was immediately removed and examined. A separation at the balloon seal area was noted.